Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not recognized. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additionally, the instrument had a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument also had a dislodged grip cable crimp at the distal end. The failure was likely caused by the thermal damage observed on the bipolar yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.